Event description:
An eye care professional reported that a pt was fit with o2optix contact lenses. After two hours of trial wear, the dr re-examined the pt and observed a central corneal ulcer and inferior paracentral keratitis, right eye. Treatment consisted of vitamin a antibiotic eye lotion. Pre-event acuity reported as 10/10, current acuity not provided. Request has been made for additional details, however, no further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." The device history records & sterility records have been reviewed by mfg and found to be in compliance.